Manufacturer narrative:
Analysis and results: there are two previous complaints of the same code-batch regarding the same issue. Both cases closed as confirmed after analysis. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received one open sample with the needle detached from the thread in a pot (without package). Without closed samples a suitable analysis cannot be performed. Nevertheless, considering that there are two previous confirmed complaints of this code-batch for the same issue, we will consider this complaint as confirmed. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: taking into account the open sample received and that the results of samples received in previous complaints did not fulfil b. Braun surgical specifications, we conclude that this complaint is confirmed as well. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: a corrective action (CAPA) was opened in the system to correct/prevent this defect to happen.

Event description:
It was reported an issue with novosyn suture. The client reported that the needle was detached from the thread before use. There is no patient involvement. No more information has been provided.

Manufacturer narrative:
Analysis and results: there are two previous complaints of the same code-batch regarding the same issue. Both cases closed as confirmed after analysis. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received one open sample with the needle detached from the thread in a pot (without package). Without closed samples a suitable analysis cannot be performed. Nevertheless, considering that there are two previous confirmed complaints of this code-batch for the same issue, we will consider this complaint as confirmed. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: taking into account the open sample received and that the results of samples received in previous complaints did not fulfil b. Braun surgical specifications, we conclude that this complaint is confirmed as well. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: a corrective action (CAPA) was opened in the system to correct/prevent this defect to happen.

Event description:
It was reported an issue with novosyn suture. The client reported that the needle was detached from the thread before use. There is no patient involvement. No more information has been provided.